Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Caught a part of the lip [lip injury]; brush head failed in a matter of weeks cracks on the back / fell off while in use in mouth / caught a part of lip but is okay [injury associated with device]; brush heads have failed in a matter of weeks and cracks on the back, one fell off whilst in use in mouth [device breakage]; unsure whether they're your brushes or someone else's - oral-b [suspected counterfeit product]. Case description: a male consumer of unspecified age reported that he had used 4 oral-b power oral care refills precision clean for the last month and they had failed in a matter of weeks and cracked on the back. He explained that one fell off in his mouth while in use with an oral-b rechargeable toothbrush, version unknown. He stated that they had caught a part of the lip but he was okay. The consumer questioned whether or not they were oral-b brushes or someone else's. This was not the first time the consumer had used these particular brush heads. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
On 28-jul-2016 product investigation results: reporter returned two toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Caught a part of the lip [lip injury]; brush head failed in a matter of weeks cracks on the back / fell off while in use in mouth / caught a part of lip but is okay [injury associated with device]; brush heads have failed in a matter of weeks and cracks on the back, one fell off whilst in use in mouth [device breakage]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that he had used 4 oral-b power oral care refills precision clean for the last month and they had failed in a matter of weeks and cracked on the back. He explained that one fell off in his mouth while in use with an oral-b rechargeable toothbrush, version unknown. He stated that they had caught a part of the lip but he was okay. The consumer questioned whether or not they were oral-b brushes or someone else's. This was not the first time the consumer had used these particular brush heads. The case outcome was recovered. No further information was provided.